Event description:
On (B)(6) 2010, pt's wife reported the infusion set will not release from the insertion assist device. Wife stated pt is new to pump therapy and just completed his first cartridge change this evening. Wife reported the insertion device was used on (B)(6) 2010 during training and it functioned properly at that time. Wife reported there was an unintended release of the device during the call and the infusion set punctured the pt's hand. Wife reported pt experienced some pain. Wife stated there is no physical damage to the insertion device and the device was in the "tall" and unlocked position when they tried to release the infusion headset. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.